Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure the multi-link would not cross the lesion. Upon removing the delivery system, it was noted that the stent had become separated, and was removed with a snare device. The snared stent could not be removed through the sheath so the stent was removed with the sheath. The left femoral artery was accessed and the procedure was successfully completed. There was no pt injury reported.